Event description:
An hour after putting in my contacts my eyes began to water excessively, burned, and turned red. There are the same contacts I have used for over a year but this is a new box. FDA safety report ID# (B)(4).